Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 overheated and shut off. The device was given time to cool but immediately overheated again. This same problem occurred several more times, which made the harvesting procedure very difficult and unsafe at times. Due to the continued overheating of the device, it was decided that the device was not safe to finish the saphenous vein harvest with. Therefore, the defective product was removed from the surgical field and a new hemopro 2 device was opened. Once the new device was used, the harvesting procedure finished with no other complications. The hospital did not report any patient effects.